Event description:
The distributor reported on behalf of their customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during a major laparotomy procedure on (B)(6) 2022 when it was reported, ¿grounding pads do not stick.¿ there was no report of injury, medical intervention or hospitalization for the patient. Further assessment questioning found that the procedure was completed as planned. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number was not known. The lot history review was not conducted because the lot number was not known. A two-year review of complaint history revealed there has been a total of 26 complaints, regarding 450 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. This issue will continue to be monitored through the complaint system to assure patient safety.